Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's flap was removed during initial implant surgery without breaking the eardrum. The recipient is doing well.

Manufacturer narrative:
Additional information: section d.1, d.4, d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.